Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure the tip of one of the guide wires used in a double giude wire procedure was noted to separate. No attempt to retrieve the separated tip was reported. Reportedly, the patient was stable when discharged.